Event description:
It was reported that multiple occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Customer¿s blood glucose level (bg) was 28.4 mmol/l and customer administered a manual injection to address bg. Customer was admitted to the hospital and insulin was administered. Elevated bg resolved and customer was discharged the same day with no injury. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.